Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: age or date of birth, date of event, & other relevant history(see below). New h6 codes coagulopathy (1779) and occlusion (1984). Additional information received from medical records indicate that at filter placement the patient had a prior total knee replacement, extensive deep venous thrombosis of the lower extremity while on antithrombotic therapy with coumadin, hypertension, coronary artery disease, hyperlipidemia, bipolar disorder. The inferior vena cava filter was 2cm in size. There was no evidence of thrombus or abnormalities. The trapease was placed below the renal veins under fluoroscopic guidance without any complications. The patient was transported back to his room in stable condition. Additional information was received from a patient profile form (ppf) which indicates the patient learned approximately 3 ½ years after the filter was implanted about the retroperitoneal bleeding. The patient learned approximately 4 years later about the blood clots, clotting, and/or occlusion of the ivc after retaining an attorney. Please note that the event date is given as 6/2012 but the exact date was not provided. Therefore, a date was selected for purposes of submitting the report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to retroperitoneal hemorrhage due to filter, deep vein thrombosis (dvt) and caval thrombosis. The patient became aware of the retroperitoneal bleeding approximately 3 ½ years after the filter was implanted and approximately four years later learned of the blood clots, clotting, and/or occlusion of the inferior vena cava. The indication for the filter implant was extensive deep vein thrombosis after undergoing a total knee replacement despite being on anticoagulant therapy with coumadin. The patient also had a history of hypertension, coronary artery disease, hyperlipidemia and bipolar disorder. The filter was placed via the right femoral vein and deployed under fluoroscopic guidance below the level of the renal veins without any complications. A summary of the implant findings noted that the inferior vena cava filter was 2cm in size and there was no evidence of thrombus or abnormalities. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. With the limited information provided it is not possible to determine what factors may have contributed to the reported deep vein thrombosis and occlusion of the device. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. The information provided indicated that there was a retroperitoneal hemorrhage, details of the even have not been provided, only that the patient became aware of the event approximately three and a half years post implant. With the limited information provided it is not possible to determine the circumstances that may have contributed to the event. Potential factors may be pharmacological in nature. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to retroperitoneal hemorrhage due to filter, deep vein thrombosis (dvt) and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. With the limited information provided it is not possible to determine what factors may have contributed to the reported deep vein thrombosis and occlusion of the device. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. The information provided indicated that there was a retroperitoneal hemorrhage, the timing of the hemorrhage has not been reported. With the limited information provided it is not possible to determine the circumstances that may have contributed to the event. Potential factors may be anticoagulation, or procedural related issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to retroperitoneal hemorrhage due to filter, deep vein thrombosis (dvt) and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.